Manufacturer narrative:
The t:slim pump user guide indicates that the cartridge is contraindicated for use with products other than humalog and novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer received an occlusion alarm. The customer's blood glucose (bg) level was 300 mg/dl and another pump was used to address the bg level. As the contact did not have the pump at the time tandem customer technical support (cts) was telephoned, troubleshooting to determine a possible cause of the occlusion was unable to be determined. Reportedly, the customer had been using apidra insulin in the cartridge. Cts informed the contact that apidra was not labeled for use with the pump. The contact acknowledged the information.